Event description:
It was reported the experienced an allergic reaction to oral medication prescribed to treat her post surgical pain. Hives reportedly developed over the patient's face and body. No respiratory impairment occurred. It was reported the patient spent time in the emergency room but has returned home. She has since recovered.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.